Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when an attempt was made to deflate the 8.0 x 60, 75cm mustang¿ balloon catheter, the balloon did not completely deflate. The balloon became stuck and could not be removed from the vessel. No patient complications were reported. The patient was cured and in good health.

Event description:
It was reported that balloon rupture and balloon detachment occurred. Vascular access was obtained via the femoral artery through a 6f non bsc introducer sheath. The 20mm in length target lesion was an in-stent restenosis of an 8x29mm non bsc stent implanted in the non tortuous and 8mm in diameter left iliac artery. A 6f non bsc guide catheter was placed. After a zip wire guide wire crossed the lesion, an 8.0 x 60, 75cm mustang¿ balloon catheter was advanced through the previously implanted stent for predilation. The balloon was inflated for 1 second however it ruptured at 16 atmospheres on the first inflation and a segment of the balloon was detached inside the patient after it ruptured. An attempt was made to remove the detached portion but it was unsuccessful. The patient was sent for surgery to remove the detached segment of the balloon.

Manufacturer narrative:
The device was received in two sections as a result of a break in the shaft and a complete balloon circumferential tear. The complete circumferential tear in the balloon was located at the distal end of the proximal markerband. An examination of the balloon identified that a longitudinal tear was present in the main body of the balloon. The tear measured approximately 3.5cm along the main body of the balloon. A microscopic examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to the balloon tear. The break in the shaft was located inside the balloon at the distal transition zone of the balloon. The shaft was severely stretched and kinked, from the proximal markerband location up to the break site. The distal markerband had detached from the shaft and was not received for analysis. This stretching is consistent with excessive tensile force having been applied to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon segment which was detached inside the patient was completely removed during surgery.

Manufacturer narrative:
(B)(4).